Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery compartment was cracked and the battery cap was not able to secure properly. Moisture was reported to be in the battery compartment and the pump was not able to power on. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 08-apr-2019 with the following findings: review of the black box data revealed records of the pump re-starting. The battery compartment was confirmed to be cracked and moisture corrosion was noted inside the battery compartment. Leak testing confirmed moisture ingress into the battery compartment at the site of the crack. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. With the test cap securely in place on the pump, the pump powered on normally and was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior compartment. Investigation did not duplicate the alleged power issue.